Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse lithium ion battery (sn (B)(4)) was placed in the autopulse platform for patient use. After the first compression, it was reported that the platform powered off. According to the reporter, the same result occurred after the responding crew re-inserted the battery into the platform. Ultimately, the responding crew reverted to manual CPR for an unspecified amount of time. Medical direction was given to the crew at an unspecified time later, to stopped efforts and manual CPR. According to reporter, the patient's death was not a result of the power issue with the platform and that the outcome would have been the same with or without the autopulse. The products were returned to the station. In a follow-up, the reporter indicated the battery was later tested at the station. The reporter observed green leds on the battery. The battery powered on the autopulse platform and the lcd displayed a fully charged battery icon. According to the reporter the platform ran for 10 minutes with a mannequin without faults/errors observed. When the battery was placed in the charger for a period of time, the reporter indicated the charger did not indicate the battery was fully charge; however, the battery status indicator displayed green leds. According to the reporter, the issues have not occurred with any of the department's other batteries.

Manufacturer narrative:
The reported complaint was confirmed during functional testing of the returned autopulse lithium ion battery (sn (B)(4)). The root cause of the issue, however, could not be determined. No physical damages were observed during visual inspection, the battery was received with four green leds. The battery failed to charge in a good known reference multi chemistry charger (mcc). Consequently, the battery could not be tested in autopulse. Review of the archive data found no recorded event during the reported date of event ((B)(6) 2017). The archive data revealed the battery was last inserted in the autopulse on (B)(6) 2017, and was last charged successfully on (B)(6) 2017; however, battery pack temperature (during the charging) reached as high as 44.8 °c on thermistor. On (B)(6) 2017, archive recorded a battery preserved mode (possible one or more cells were discharged below 2.0 volts) after it was removed from the autopulse. The following day, ((B)(6) 2017), the battery was inserted in the mcc, but was cancelled and removed after one day. The reason the customer removed the battery from the mcc too soon, is unclear. The customer made multiple attempts to charge the battery, however, again would remove the battery too early from the mcc, thus the battery will go on to a conditioning cycle which takes the battery to charge longer than normal. On (B)(6) 2017, battery recorded a cell under-voltage detected error after it was inserted in the autopulse. There is no battery information (battery capacity, pack voltage, etc.) Recorded during this time. On (B)(6) 2017 to the end of the archive on (B)(6) 2017, battery recorded four more charging cancellation events for unknown reasons. Battery capacity during this period of time is about 1302 mah equivalent to four green lights on the battery status bar. Further archive review, on (B)(6) 2017 to (B)(6) 2017, archive recorded multiple successful charging events, however battery pack temperature measures of above 40 °c. Also, on (B)(6) 2017, battery recorded multiple communication problem while the battery was still in the charger. On (B)(6) 2017, the battery was inserted in the autopulse but was pulled out after few seconds. The battery was then reconditioned and fully charged the same day. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse powered off after a first compression. Battery was removed and re-inserted without solving the problem. Manual CPR was then performed by ems crew. Rosc was not achieved by manual CPR. For a trained user, changing battery or changing from the autopulse to manual CPR can be made quickly, and is similar to the time necessary for rescuer rotation, presenting the same workflow as high quality manual CPR. Because the re-inserting of battery, and conversion from mechanical to manual CPR were quick and available, the patients' outcome was not negatively impacted when compared to standard of care manual CPR. No patient information was available. However, the cause of patient's death was likely to be patient's underlying clinical condition.